Manufacturer narrative:
Inratio precision data provided by end-user lot 060452; first test inr = 4.5; second test inr = 3.9; third test = 4.2; mean = 4.2; sd = 0.3; %cv = 7.1%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 060452; first test inr = 4.5; second test inr = 3.9; third test = 4.2.